Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas stating at times the display screen was light and he was unable to read it during daylight. The patient reportedly had to find a dark corner in order to read it. The issue reportedly was gradual and randomly occurred. The reporter stated sometimes the display screen looked normal and other times it was very dim. The patient reportedly swam with the pump and denied moisture in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: the display screen text was found to be dim/faded and discolored.